Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2021. The customer¿s blood glucose level was over 700 mg/dl at the time of incident and current 247 mg/dl. 'Customer stated that the cannula kept kinking. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was inactive. Based on customer¿s report customer did not allege under delivery. Customer was treated with intravenous insulin drip, insulin pump and pen. The insulin pump will not be returned for analysis.